Event description:
On (B)(6) 2013, the patient underwent a trial procedure to receive two leads (from the same lot). The doctor attempted to advance the leads, but was unsuccessful due to the patient having scar tissue and bone spurs. As a result, the procedure was aborted. The leads will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.